Event description:
Related manufacturer reference number: (B)(4). It was reported, that the right atrial lead and the right ventricular lead exhibited low impedance, failure to sense, and failure to capture. It was also noted, the right ventricular lead was fractured. Both leads were capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
UDI not available, as product was manufactured on or before 23 sep 2014.